Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. The customer could not duplicate the reported failure. No parts were replaced. Covidien was not authorized to service the device.